Manufacturer narrative:
The evoke closed loop stimulator (cls) and evoke percutaneous lead kit - 60cm were returned for analysis. Functional testing was not performed for any device as there was no allegation of a possible failure of any device to meet functional specifications. The cause of the infection was not conclusively determined. Infection that may require hospitalization with intravenous antibiotic therapy or requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer's instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The patient reported fluid coming out of midline. An evoke spinal cord stimulation (scs) system explant occurred due to midline infection. No further patient complications reported.